Manufacturer narrative:
.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. The buttons were not pressed for longer than three minutes. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm occurred. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.